Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite confirmed that the system would not boot up. Upon troubleshooting, fse checked the host pc and found it was alarming and led 0 was on. Based on these symptoms, fse concluded the host pc was defective. The cause of the host failure cannot be conclusively determined by the supplier¿s analysis. However, replacement of host pc by philips engineer restored the system functionality. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system's host computer was unable to boot, which can impact the system booting. The device was outside clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.